Event description:
Caregiver called pharmacy with concern when the curin 6000 pump for tpn was completed after only 16 hours instead of 18. Pharmacist confirmed pump programmed for 426 ml over 18 hours. Pharmacist sent newly programmed pump to patient, had courier pick up malfunctioning pump to return to pharmacy. Upon receipt, will return malfunctioning pump to msd with note of issue. Physician office notified of issue.